Event description:
Implant malfunction noted prior to placing in patient. Surgeon reported and advised to use the back-up implant. Implant sent back to company. Implant name: cochlear osia osi200, exp 04/23/2023.